Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. Event log was checked and it was found that logs had not been record properly. Determination made that a failure occurred in main board, so the device's main board was replaced to address the issue.